Manufacturer narrative:
Section d4: expiration date not provided; UDI#: additional information section d10: correction. Section g3: additional information. Section h3, h4, h5, h8: correction. Manufacturer's investigation conclusion: the report of kinking in a motor's cable was confirmed and reproduced during the investigation of the returned centrimag motor. The returned motor was evaluated and tested by the service depot. The motor was functionally tested per the centrimag motor service process but the failed due to a confirmed kink in the motor's cable, located adjacent to the motor body bend relief. The root cause of this damage could not be conclusively determined, but appeared to be a result of repetitive bending or twisting of the cable during use. As a result of this damage, the motor was scrapped and the customer was given a new replacement motor. Reports of similar events have been documented and corrective action (CAPA) has been initiated to investigate and address the issue. However, this motor was manufactured prior to the implementation of the CAPA. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No patient information was provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there was kinking on the motor cable. No additional information was reported.